Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report.

Event description:
It was reported that the device had battery issue. There was no patient involvement.